Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported: "spo2 dropouts after all parameters dropped out." No consequences or impact to patient was reported.